Event description:
Additional information received from a manufacturer representative (rep) on (B)(6) 2017 reported the patient cancelled the dye study. No actions/interventions have been taken to resolve the volume discrepancy. It was noted that the issue has not been resolved, and the rep did not know the patient's weight. No further complications were reported/anticipated.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving an unknown d rug with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome-other. It was reported that the healthcare professional (hcp) who does the patient's refills told the managing hcp that the returns from the past "couple" of refills was more than expected. No details were available at this time. It was unknown what factors may have caused, contributed, or led to the issue. A dye study of the catheter was scheduled for (B)(6) 2017. No actions/interventions have been taken to resolve the issue. It was noted that the issue was not resolved at time of report, and patient's status was "alive-no injury." No surgical intervention occurred, and no surgical intervention was planned. It was noted more information will be available after (B)(6) 2017. Event date was unknown. The patient's weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.